Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged monitor or electrode belt. Device manufacture date: monitor: 10/30/2015; electrode belt: 10/27/2015.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the system was displaying a service code 204 (belt/monitor unusable).